Event description:
Pt was receiving infusion of tienam and approximately 10 minutes before the end of the infusion, the reservoir burst. The device contained 20g of tienam and an unknown diluent for a total fill volume of 200ml. Reporter states "no clinical consequence was reported."